Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged during a revision procedure. This lead was successfully repositioned. This ra lead remains in service. No additional adverse patient effects were reported.